Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-hospital information session on how to use the equipment discovered by hospital staff, the cardiosave intra-aortic balloon pump (iabp) units power cable is tangled and can not be pulled out. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d4 ( version or model #, catalog #,unique identifier (UDI) #), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional information: event site postal code: (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the power cable had been stuck and it can not be pulled out. Than the fse had corrected the tangled part of the power cable take-up reel. After correcting it was being confirmed that the symptoms have been improved. No parts are returning for evaluation as no parts replaced therefore the complaint will be moved to the investigation stage. All information has been obtained in gfe response received for the complaint record. No further gfe attempts are required.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.